Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device was monitored and functioning properly. No rewind anomaly and no noise anomaly noted. All buttons functioning properly no damage on the keypad assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated that, the buttons were not responding when pressing first time and the insulin pump was making loud grinding noise at the time of rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.